Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor siltex round moderate profile 325cc saline, catalog: 3542650 , lot: 216923. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with mentor siltex round moderate profile 325cc saline breast prostheses. Deflation of the right breast prosthesis was identified. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Upon receipt to mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. Visual evaluation of the device revealed parallel lines of siltex cracking on the posterior view. Leak testing was performed in accordance with mentor procedures, and one leak was found within the siltex cracking. The leak was caused by a rent measuring less than 0.1 cm in length. No other anomalies were found. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast implants. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex saline-filled devices. Mentor believes that siltex cracking is ultimately a result of stresses caused by folding of the shell in-vivo. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, mentor became aware that the patient was scheduled for removal and replacement with mentor gel breast prostheses on (B)(6) 2018. Mentor also became aware that the correct date of event was (B)(6) 2018. Mentor also became aware that the correct concomitant device was: mentor siltex round moderate profile 275cc saline catalog: 3542640 lot: 216923 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/25/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor also became aware that the patient underwent bilateral removal and replacement with (right) mentor memorygel breast implant 360cc gel catalog: 3507360mc lot: 7582782 sn: (B)(4) and (left) mentor memorygel breast implant 360cc gel catalog: 3507360mc lot: 6831752 sn: (B)(4). Manufacturer¿s reference number: (B)(4).